Manufacturer narrative:
Philips service inspected hv cables, performed calibration, and returned the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a generator error occurred, and a cathode short circuit was detected on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.